Event description:
The article, "the effect of anti-scatter grids on radiation exposure during transcatheter patent ductus arteriosus closure in premature infants", was reviewed. The article presented a retrospective, single center study to investigate whether the use of anti-scatter grids alters the level of radiation exposure to premature infants undergoing transcatheter patent ductus arteriosus closure. Devices included in the study were amplatzer piccolo occluder and ka medical micro plug. The article concluded transcatheter patent ductus arteriosus closure in premature infants can be safely performed with minimal radiation exposure. In the authors¿ laboratory, the use of anti-scatter grids does not impact radiation exposure in premature infants. [The primary and corresponding author was bassel mohammad nijres, division of pediatric cardiology, university of iowa stead family children¿s hospital, iowa city, ia, USA, with corresponding email: bassel.publication@gmail.com]. The time frame of the study was from october 2019 to october 2021. A total of 58 patients were included in the study, of which 56 (96.6%) received an abbott device. The average age was 4.3 weeks, the average weight was 1200g, and no information regarding gender population was reported. Comorbidities included pre-term birth and patent ductus arteriosus.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: the effect of anti-scatter grids on radiation exposure during transcatheter patent ductus arteriosus closure in premature infants.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "the effect of anti-scatter grids on radiation exposure during transcatheter patent ductus arteriosus closure in premature infants". Summarized patient outcomes/complications of amplatzer piccolo were reported in a research article in a subject population with multiple co-morbidities including pre-term birth and patent ductus arteriosus.. Complications reported included tricuspid regurgitation, obstruction/occlusion, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.